Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was evaluated and the hv (high voltage) cable, backplane to hv tank cable, video cable, display adapter pcb assembly and ii power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.